Event description:
The customer reported that the power supply with connector had detached from the case and the power cord might be damaged. The power cable was not working. There was no adverse patient impact reported.